Manufacturer narrative:
Device returned. Investigation summary the complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 3 - 9 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. This device was not tested for safety reasons. The IFU states: ¿observe extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopy and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage. No further information was provided to determine if the above mentioned factors contributed to this failure. A manufacturing record evaluation was performed for the finished device lot and product since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Relevant actions have been taken to address the issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot a manufacturing record evaluation was performed for the finished device lot and product number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported by the affiliate via phone that the output of the vapr s90 4 mm electrode was short during a repair operation of the rotator cuff. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided. This report is 1 of 1 for (B)(4).